Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 at 11:23 am. It was reported that the patient was in a the ICU at the time of passing. It was reported that the patient's death was cardiac related. Review of the download data, indicates the patient received two inappropriate shocks in response to af with rvr and CPR artifact. The patient received the first treatment shock at 06:54:10 on (B)(6) 2021 while the patient was in af at 190 bpm with a rapid ventricular response. The patient's post shock rhythm was af at 70 bpm with motion artifact. The device detected an arrhythmia at 05:21:24 on (B)(6) 2021 while the patient was in vf with CPR/motion artifact. The patient received a non-lifevest defibrillation 29 seconds later while the patient's heart rhythm was obscured by CPR/motion artifact. The lifevest was unable to deliver a shock due to not being in the detection sequence long enough before the patient was externally defibrillated. The external defibrillation shock was delivered while the patient was in a vf arrhythmia for less than 30 seconds. The patient received a second inappropriate treatment at 05:22:56 while the patient was rhythm was obscured by CPR/motion artifact. The energy delivered in the treatment delivered was 6 joules. The low energy shock was likely due to the pulse being delivered into an open load. This is consistent with the 0 ohm impedance. The patient's post shock rhythm was obscured was CPR/motion artifact. The lifevest detected 2 arrhythmias between 5:27:28 to 5:32:32. The patient received a second non-lifevest defibrillation. The patient's rhythm prior to the treatment event was vf with CPR/motion artifact. The patient's heart rhythm converted to a slower rhythm approximately 2 seconds prior to the defibrillation. The patient's post shock rhythm was obscured by CPR/motion artifact transitioning to sinus tachycardia at 115 bpm. The response buttons were not pressed during the event. The patient was last seen in a life-sustaining rhythm. The patient's monitor and electrode belt were returned and were found to be fully functional. The patient passed away on (B)(6) 2021 at approximately 11:23 am.